Event description:
This lv lead was implanted on (B)(6) 2014 and was abandoned on (B)(6) 2016 due to unknown product performance issue. The physician was dr. (B)(6) at (B)(6) hospital in (B)(6). No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).